Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device's display intermittently went blank and the unit shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.